Manufacturer narrative:
A ge service rep performed an on site investigation. Electrical testing of the 9900 system was performed and adjustments to increase the voltage were made. The system was tested and operates as intended.

Event description:
The customer reported the 9800 system's hard drive needed to be replaced and the image on the left monitor was flashing. No pt injury was reported.